Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system could not boot up. The review of system log files showed malfunction with the pdu fan tray. Upon troubleshooting, the fse found that the system had no power, indicating the issue with pdu fan tray. The supplier's part analysis conclusively determined the cause of pdu fan tray failure was due to defective power supply ac/dc 120w +24v/5a [psu1]. To resolve the issue, the fse replaced the pdu fan tray, after which the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.